Event description:
It was reported that a physician, in training in the use of the perclose proglide device, using a preclose technique, attempted arteriotomy closure of the common femoral artery after an interventional procedure in which a 21f sheath was used. Reportedly, two proglides had been deployed; however, after the procedure, the sutures did not achieve hemostasis. Another proglide was deployed, but the sutures did not achieve hemostasis. A cut down was performed and hemostasis was achieved; however, the patient developed a cold leg. The artery was reopened and "cleaned up". After reclosing the artery, there was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as approximately (B)(6) old). The two perclose proglide devices are being filed under separate medwatch MFR numbers. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined. However, deviating from the instructions for use (IFU) may have played a role in this event. Per the IFU, the device is indicated for procedures using a 5f to 8f sheath. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot.